Event description:
The customer reported the unit had a leak coming from the back of the unit. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician confirmed the reported problem when running the unit in ventilation mode. The service technician reported during evaluation of the device, he found the cross-contamination check valve had been installed backwards by the hospital biomedical technician who had just serviced the unit. Installation of the check valve as noted could result in a sustained safety valve open occurrence during use. When the safety valve remains open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display. This issue was a result of user error.